Event description:
On (B)(6) 2013, an avr was performed and a 23 mm trifecta valve was implanted. On (B)(6) 2017, an echo showed moderate aortic regurgitation. On (B)(6) 2017, the valve was explanted and replaced with a 21 mm perimount valve. During explant, a leaflet tear was noted at the junction of the left and right coronary cups on the side of the rca cusp. The patient is reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded leaflets 2 and 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface which resulted in the narrowing of the inflow diameter. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.